Manufacturer narrative:
Product complaint #: (B)(4). Date of event: unknown. Batch # r58h5a. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damaged and with a sr75 cartridge reload present. The cartridge reload was received with the swing tab locked out and fully loaded with staples. Further investigation show that the gap spacer was damaged. Two firings were performed, one with the returned anvil and the other one with a test anvil. During firing with the original anvil, it was noted that distal staples from the outer row were not fully formed. This is possible due the damaged noted on the spacer that would not allowed to the channel and anvil properly align. The condition of the reload is consistent with an improper loading technique. Reference ¿instructions for use¿ for complete loading instructions. The device was then tested with a test anvil proper cut and staple formation were noted. In addition, two sr75 reloads were received. The reload (b) was received unfired with the swing tab in unlocked position and with the left gripping surface broken off making the reload nonfunctional. The reload (c) was received with the swing tab locked out and the proximal one driver up and the remaining drivers were down with staples present. This condition on the reload is consist with a partial fire. It is possible that and improper aligning or clamped over a hard object during device use caused the damage noted on the gap spacer. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that jnj (B)(4) complaint sample handling center received mip products. But we don't know the problem and source. We can not capture any history of the product. It will be returned for your investigation.